Event description:
Pt developed chest pain and shortness of breath immediately after starting dialysis. Pt was started on oxygen without relief of symptoms. Pt was taken off of dialysis and restarted on a different dialyzer without any symptoms.